Event description:
It is reported that the blue plastic breaks the moment of the impact with the hammer.

Manufacturer narrative:
Evaluation summary: two inserter/extractors were received with the complaint and both exhibit fracture damage to the impactor pads. Both devices have a potential field age of approx two years and six months. Both devices exhibit heavy deformation damage to the extraction cap on the proximal ends of the devices; indicating both devices have seen extensive usage. Impactors/extractors become damaged through repeated use due to impactions sustained while in use. The impactor/extractor or impactor heads should be replaced when the part is no longer functioning or shows signs of wear. Based on a review of the devices and the potential field age the likely cause of the reported issue is normal wear and tear. As returned, the impactor pads of the inserter/extractors are fractured. Damage is too severe for dimensional analysis. The device history records were reviewed and found conforming; indicating the devices were manufactured, inspected, and packaged to specifications. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.